Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported difficulty removing the lock line was confirmed via returned device analysis and a knot was identified on the lock line. The investigation determined that the observed knot led to the difficulty removing the lock line; however, a definitive cause for how the knot formed could not be determined. The complete clip detachment could not be replicated in a testing environment and a definitive cause could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: the lock line was completely removed after the clip delivery system was removed from the anatomy. On (B)(6) 2016 a second mitraclip procedure was performed. One clip was implanted reducing mitral regurgitation to grade 1.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for difficultly removing the lock line during clip deployment and clip detachment from the mitral valve. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One mitraclip was successfully implanted. During deployment of a second clip (50820u132), after about 20 centimeters of lock line were removed, resistance was met and one end of the lock line became caught in the delivery system. The gripper line was removed. When attempting to remove the lock line, the clip spontaneously opened and detached from the valve. A snare was used to capture the clip, removing the clip into the femoral vein area, where it was surgically removed. Reportedly, no lock line remained in the anatomy. Anticoagulation was provided and the mitraclip procedure was ended. The patient was hemodynamically stable and is well and in stable condition. The first clip remains implanted with a resulting mr grade of 3. No additional information was provided.